Event description:
It was reported that (1) lcsc5 was used during a unk procedure. It was reported by the rep that the enclosed lcsc5 stalled during the case. Opened another device to complete the case. There was no consequence to pt.